Event description:
A surgeon reported during a navigated biopsy, one of the precision aiming device wing screws was not locking properly. The procedure was completed with the use of the stealthstation s7 system. There was no impact to the pt outcome.

Manufacturer narrative:
The site was unable to provide the complete pt demographic info. The lot number and device manufacture date is dependant on the provision of the affected part. The manufacturer has not received the suspect device for eval.